Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4)). According to the information received, the device was used in spine surgery and was used in combination with a hammer, among other things. The use of a hammer can lead to overloading of the instrument by applying too much force and thus to damage.

Event description:
It was reported that there was event with a "microfracture chisel". According to the information received: during an operation, the tip of the instrument broke off and got stuck in the bone. The tip could be removed, no one was harmed. Further information is not available.